Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a battery status of "middle of life 2" (mol2) during pre-implant testing.